Event description:
It was reported by a customer in the USA that, the 840 ventilator graphic user interface (gui) display was blurred. There was no reported patient involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and could not duplicate the reported malfunction. No components were replaced. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).